Event description:
Meter was reading inaccurately erratic while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The pt stated that the test strips were stuck together upon removal from the test strip vial. The issue was not resolved with troubleshooting. The meter was replaced for the pt. The pt reported blood glucose results of 504, hi, 226, 286, 301, 116, 149, and 124 mg/dl with a lifescan meter, performed within 10 minutes of each other.